Manufacturer narrative:
On january 29, 2021, the mentor failure analysis lab received the device for evaluation. On february 7, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received 9435112 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 5, 2021, mentor received additional information indicating that the patient had undergone bilateral replacement with the following devices: (left) 700cc mentor memorygel breast implant catalog: 3507004bc, lot: 7466040, sn: (B)(6) and (right) 700cc mentor memorygel breast implant catalog: 3507004bc, lot: 7489610, sn: (B)(6). In addition, per progress notes on (B)(6) 2020, the patient also reported that the breasts are deformed and painful. The complication on the right breast implant will be reported under mrn: 1645337-2021-03264. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 29, 2021, the product investigation summary was updated to remove the following statement to reflect event accurately: a second product was received 9435112 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. This statement no longer applies as there is adverse event on the contralateral device, reported under mrn: 1645337-2021-03264. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade IV), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient was scheduled for removal and replacement with possibly the following mentor devices (350-7004bc, 350-7504bc, or 350-8004bc) on (B)(6) 2021.